Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2012. Investigation of the reported occurrence is on-going, and additional f/u to this event will be submitted upon completion. Meanwhile, there are emergency-off buttons installed to stop unintended gantry motion. According to the user manual the therapist must supervise the pt treatment at all times and stop any unexpected motion of the system before a pt is injured by moving parts. (B)(6).

Event description:
Siemens was notified on (B)(4) 2012 that the customer experienced an unexpected gantry motion, and that the g41 motherboard smells burnt. Reportedly, the issue occurred during pt treatment however there is no report of injury to the pt. This reported event occurred in (B)(6).